Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the battery calibration won't start. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site. It was determined that this was a malfunction of the battery, which the customer needs to replace on their own since the warranty agreement expired. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The battery requires replacement to resolve the issue. It has been concluded that no further action is required at this time.